Event description:
It was reported that a tandem mobi cartridge alarm occurred, and an occlusion issue was detected. There was no adverse impact to the customer's blood glucose level. The customer was guided through troubleshooting steps, including disconnecting the tubing and delivering boluses, which did not resolve the issue. Consequently, a replacement pump was issued by technical support, and no further action was required.